Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented with rv lead high impedance and apparent conductor fracture. The patient alert activated. The lead was capped and replaced. No patient complications have been reported as a result of this event.